Event description:
The pt reported that the implantable neurostimulator (ins) battery was found to be dead. She provided that she went through a back surgery due to spinal stenosis and the ins was removed. The leads were still implanted. In 2009, the pt reported that the battery depleted prematurely. Additional info has been requested, a follow-up report will be sent if additional info becomes available.